Event description:
Related manufacturing reference number: 2017865-2022-05519, related manufacturing reference number: 2017865-2022-05529, related manufacturing reference number: 2017865-2022-05532. It was reported that the patient presented in clinic for a follow-up. Review of the pocket revealed the incision site was inflamed with purulent drainage and was not completely healed. An infection was also noted. The implantable cardioverter defibrillator, right ventricular, right atrial and left ventricular leads were explanted. The patient was in stable condition.